Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after the patient's lead revision, they had pain on the neck. The patient's previously implanted lead was a size smaller than the newly implanted lead. The surgeon said the previous lead did seem to be squeezing the nerve. The patient had some vocal cord paresis for a few months post operation. A few weeks after the patients revision, the neurologist reduced settings and eventually turned off because of the patients loss of voice. The patient was very hard to hear when speaking. A few months after the patient regained his voice, the physician turned his vns back on and titrated patient back up easily. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.